Event description:
This lead was explanted after the sensing and impedances dropped and the thresholds rose. The physician suspects a possible perforation of the heart. Should additional information become available, this file will be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized including a visual and electrical inspection. The visual inspection demonstrated a bent is-1 connector pin, damages of the silicone sealing at the is-1 connector pin as well as damages of the steroid collar at the distal end of the lead. All these damages originated most likely from the surgery. The electrical tests showed no deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).